Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pump set was found to have a large tear in the silicone pump segment. The set was infusing tpn at the time that the pump started to alarm; when the nurse opened the door of the pump, a large volume of tpn was lost due to the tear. The set was replaced and there was no patient harm.

Manufacturer narrative:
The customer¿s report of a tear in the set's silicone segment was confirmed. Visual inspection of the set noted a tear in the silicone segment atop the bottom edge of the upper fitment. The tear was measured as approximately 0.173 inches long. No crush marks or tool marks were observed around the upper fitment. There were no other damages or issues observed with the rest of the set. No testing was deemed necessary due to the obvious observed damage. The root cause of the tear in the silicone segment was not identified.